Event description:
Patient sustained first degree burn at the inferior end of incision during a total knee arthroplasty procedure via saline run-off/pooling. The burn healed naturally without infection. Incident occurred with surgeon's third used of device.

Manufacturer narrative:
Device not available to be returned to the manufacturer for investigation due to the fact it was discarded.